Manufacturer narrative:
Information was added to this field. Concomitant medical products: product ID: 8835, serial# (B)(4): product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was chronic low back pain and non-malignant pain. It was reported that for 5 or more months the patient had been getting locked out from receiving boluses and receiving the poor communication error. The caller stated that even if he does get a bolus, he doesn't notice any difference to the pain. It was noted that the patient had gained some weight (weighs about (B)(6)) and was stated that the weight gain could have contributed to the issue. It was reported that the patient was able to grab and move the pump around. There were reports of the patient falling and causing injury to their stomach. The caller said that he would like to have the pump removed as it is bothering him. The patient had an appointment with the healthcare provider (hcp) for the following day. No further complications have been reported as a result of this event.